Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [u1801097] number, and no non-conformance were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by affiliate via phone that during an arcr arthroscopic rotator cuff repair surgical procedure, after connecting the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece device to the generator, it was not able to ablate neither to coagulate. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. The device was taken to a lab for testing. Visual inspection does not find any anomalies on the exterior of the device, the cable or the connector. There is evidence of saline in the tubes on the device. The device was connected to a vapr vue generator with a foot switch attached and the devices was recognized correctly by the generator. The ablate and coag pedals were pressed on the foot switch and the electrode functioned as intended. This testing procedure was repeated several times to confirm the continuity of function. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number u1801097, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [u1801097] number, and no non-conformances were identified.